Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the specific number of devices (total qty involved) that failed during this procedure? 6. Devices captured in mw 2210968-2020-00810, 2210968-2020-00812, 2210968-2020-00813, 2210968-2020-00814, and 2210968-2020-00816.

Event description:
It was reported that the patient underwent a gastric procedure on (B)(6) 2020 and suture was used. The needle separated from suture during tissue passage. Surgery completed with same like product. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/03/2020. A manufacturing record evaluation was performed for the finished device pe5594 batch number, and no non-conformances were identified additional h3 investigation summary: it was received unopened samples of product code x1059h, lot pe5594. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.